Manufacturer narrative:
The manufacturer previously reported information a alleging a ventilator inoperative condition occurred. There was no harm or injury reported. This report was a duplicate and was reported in error. This issue was previously reported on MDR 2518422-2023-34431.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.